Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the cable is getting rigid and provides bad values. No patient impact or consequences were reported.

Event description:
The customer reported the cable is getting rigid and provides bad values. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: four cables from the same lot were returned relating to this event. The returned cables were evaluated. External visual inspection showed the cables had torn outer jackets at the bend relief area of the rd15 connector. Theses tears are likely due to the cleaning solution used based upon the stiffness/hardness of the outer jackets at the torn area. The cables passed continuity testing and are fully functional when connected to a monitor. Measurement accuracy testing was performed with all of the cables and no issues were identified.